Event description:
Patient complained of instability in right knee. Revision done. Size 6 femur ps triathlon was implanted along with size 7x16 ps insert. No other information available due to hospital confidentiality policy.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown unable to read size 8 triathlon press fit femur. It was noted that the device is not available for evaluation as it remains in patient control. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Patient complained of instability in right knee. Revision done. Size 6 femur ps triathlon was implanted along with size 7x16 ps insert. No other information available due to hospital confidentiality policy.

Manufacturer narrative:
Based on additional information. The patient is (B)(6). An event regarding instability involving an unknown triathlon femoral component was reported. The event was not confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.